Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal. The reporter noted that the patient began having symptoms of withdrawal about 1 day after the last pump refill where the baclofen concentration was decreased from 1000 mcg/ml to 500 mcg/ml. The physician tried to aspirate from the catheter access port (cap) and push dye through. He was met with resistance but pushed the dye through and the patient had relief for about 24 hours. It was assumed that the patient received the bolus. The reporter indicated that the patient had another refill again with "fresh" 500 mcg/ml concentration from a different pharmacy on (B)(6) 2012 and was still having symptoms. The reported noted that the logs looked normal, the patient was on flex dosing, there were no volume discrepancies, and a roller study was normal. The reporter was unaware if the patient had any falls or traumas. The physician was entering the case to revise the catheter at the time of the report. Patient outcome was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type catheter. Product ID 8591-38, lot# d10029, serial# implanted: (B)(6) 2011, explanted: product type accessory. (B)(4).